Event description:
Customer stated "all of the sudden it stopped heating. She tried again and she could hear clicking and saw a spark. " product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that all components of the product had been working, except for the switch, which was failing to turn on at all. Furthermore, the inspector did not find any evidence of the switch sparking, nor did the switch spark when the investigator tried to turn the product on. Customer did not seek out medical attention. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.